Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; h2; h3; h4; h6. Reported event was confirmed with product return. Visual examination of the returned product confirmed the presence of one piece of loose blue round debris with a surface area greater than the accepted tolerance. Review of the device history record(s) identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the part when it left zimmer biomet control is considered non-conforming . The blue particle likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. A corrective action was initiated to address the issue. A change to manufacturing has been implemented to reduce flash and reduce trimming. The reported product was manufactured before the implementation of this manufacturing change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was debris in the sterile package. No additional information is available.